Event description:
Pt presented to the radiology dept on 11/6/96 with a thrombosed dialysis access graft. A fistula thrombolysis and venous outflow venoplasty was performed. The procedure was complicated by a retained 2 - 3 mm catheter fragment in the distal limb of the graft. A thrombectomy was done on 11/7/96 to retrieve the catheter fragment. The pt tolerated the procedure well.